Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 360 mg/dl. The customer stated that he is on drip. The customer stated that the pump fell off during the accident. The customer does not know how long he was without the pump. The customer will call back.